Event description:
The customer reported that the therapy connector and cable had visible signs of wear, which produced inconsistent pads recognition. There was no pt involvement.

Manufacturer narrative:
The customer reported that the therapy connector and cable had visible signs of wear, which produced inconsistent pads recognition. There was no pt involvement. A philips field service engineer evaluated the device at the customer site, and confirmed the symptom. Philips quality investigators further reviewed the electronic summary and confirmed inconsistent pads recognition. The therapy port and the therapy cable were replaced to resolve the reported symptom.